Event description:
The customer complained that the hi/low was drifting down.

Manufacturer narrative:
The tech cleaned and lubed the brake assembly, which resolved the issue. The tech also disassembled the left and right foot supports, cleaned and lubed them. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.